Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (5l80996), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via personal interaction the quickanchor ethibond tapercut. During surgery, when the surgeon tried to insert the anchor into a burr hole, the anchor came off the inserter. No patient consequences or surgical delay reported. Additional information provided by the affiliate reported the case was completed but could not provide additional details. The affiliate also reported the device will not returning for evaluation.